Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to any number of issues including patient related factors. There may also be structural valve deterioration related to calcification, non-calcific degeneration, leaflet thickening, fibrosis, or any combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information provided, the root cause for the valve calcification approximately 7 years and 8 months post valve implant could not be confirmed but may be related to the patient¿s co-morbidities (not provided) and/or pre-existing valvular disease process. The valve regurgitation was caused by the valve calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), approximately 7 years and 8-months post implant of a 23mm sapien valve in the aortic, the valve was found to be calcified, causing regurgitation.  The decision was made to deploy a second valve.  A 23mm sapien 3 valve was successfully implanted within the first valve.  The patient was noted to have been discharged on pod3 and doing well.